Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention.according to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success.in this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (severe native leaflet calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from our affiliate in mexico. As reported, this was a case of a 29 mm sapien 3 valve, implanted in the aortic position by transfemoral approach. Pre-procedural CT was analyzed by the field clinical specialist, which identified a bicuspid anatomy with severe calcification and an annular area of 675mm2. The esheath plus was advanced without difficulty. Procedural steps proceeded as expected, including appropriate pigtail positioning, rapid valve crossing, and correct placement of the preshaped guidewire in the left ventricle. Balloon aortic valvuloplasty (bav) was performed using a 23 mm balloon. The sapien 3 29 mm valve was subsequently prepared and deployed in the intended aortic position. Post-deployment assessment showed no leakage, and coronary flow appeared preserved. During ongoing evaluation, fluid accumulation was detected in the pericardium. Pericardiocentesis was performed, and the patient was taken for surgical exploration to identify the source of the bleeding. It was confirmed that a 1cm rupture of the non-coronary sinus occurred during deployment. The valve was explanted, a surgical one was implanted and patient remained in intermediate care. As per medical opinion, the rupture was due to calcium.

Manufacturer narrative:
Supplemental report submitted for correction. Correct h6 - device code and h11. H11: per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to reorient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (severe native leaflet calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.